Event description:
The customer reported via phone call that they had no delivery alarms. Customer was advised to complete a set change and call back when the alarm occurs to troubleshoot. The customer also reported the head of their reservoir was broken. Customer's blood glucose was 169 mg/dl. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.